Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had flashing white screen. The customer¿s blood glucose level was 179 mg/dl at the time of the incident. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test; it failed self test in that the vibrator did not vibrate when it was supposed to. Eventually, the device displayed an unexpected critical pump error on the lcd screen. After further examination of the device interior, the battery sleeve within the battery compartment was corroded, and there are signs of previous moisture presence and corrosion on the battery board underneath the battery compartment. There are two cracks on the battery tube. One starts at the corner of the belt clip rails, and the other runs horizontally across the case near the case bottom.